Event description:
It was stated that the customer was hospitalized. The blood glucose was not reported and the reason for the hospitalization was unknown. It was stated that it was possibly due to diabetes. Assisted the husband in clearing the no delivery and low battery alarms on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.